Event description:
It was reported that the patient's blood glucose level rose to greater than 13.9 mmol/l (250 mg/dl) while wearing the pod between 5 and 24 hours. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received fully deployed. The exposed portion of the soft cannula was observed to be stretched. This was confirmed via out of specification measurement taken during investigation of the entire soft cannula length further investigation found the unexposed portion of the soft cannula to be torn. During fluid path testing, fluid was unable to flow through the entire fluid path due to the tear on the unexposed portion of the soft cannula. No evidence of fluid ingress was observed. The timing and cause of the soft cannula tear and stretched could not be determined. The exact cause of the reported dislodged cannula could not be determined. The environmental housing vent seal was observed to be removed. The adhesive pad and welds were inspected, and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported adhesive issue could not be determined.